Event description:
It was reported that removal difficulty was encountered. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. During procedure, the balloon was inflated at 12 atmospheres on second attempt for 10 seconds. The device was completely deflated during withdrawal, but resistance was felt and the device was difficult to remove from the lesion. The balloon was removed with a 0.014in non-boston scientific guidewire. No rupture, pinhole, or leak was identified. The procedure was completed using this device. No patient complications nor injuries were reported.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).